Manufacturer narrative:
The investigation determined that higher than expected vitros sodium (na+) results were obtained from a single level of non-vitros biorad unassayed controls, lot 92940 on a vitros xt7600 integrated system. The most likely assignable cause of the event could not be determined. User error, due to improper cartridge handling protocol cannot be ruled out as contributing to the event. The customer stated that cartridges are stored frozen and are allowed to equilibrate at room temperature for 90 minutes. The vitros na+ instructions for use (IFU) states that cartridges stored frozen should be allowed to equilibrate at room temperature for 120 minutes. The customer is not following ortho¿s specifications for cartridge handling. There was no indication the vitros xt7600 integrated system malfunctioned, however, since a diagnostic vitros na+ within-run precision test, used to assess the performance of the potentiometric subsystem of the vitros xt7600 integrated system was not processed, a performance issue with the vitros xt7600 integrated system cannot be completely ruled out as contributing to the event. Acceptable vitros na+ performance was obtained with an alternate calibration using the same lot of calibrators using vitros na+ slide lot 4221-1106-0264 cartridges that were handled using the correct protocol. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros na+ slide lot 4221-1106-0264.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report higher than expected vitros sodium (na+) results were obtained from a single level of non-vitros biorad unassayed controls, lot 92940 on a vitros xt7600 integrated system. Biorad level 1 vitros na+ results of 138.0, 139.4 and 136.7 mmol/l vs. The expected result of 129.3 mmol/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The affected samples were non-patient quality control fluids. The customer made no indication that patient samples were affected and there was no allegation of patient harm. This report is number three of three MDR¿s for this event. Three 3500a forms are being submitted for this event as three devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).